Event description:
Upon the clicking in of the two angio-seal parts and the pulling back of the angio-seal vip vascular closure device to expose the tamping rod, the whole device came out leaving the string and tamping component behind. Health care providers were able to grab hold of the string and keep tension. After manual pressure was completed, the string was then cut and removed.